Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified second right posterolateral artery. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, inflation could not be performed even when pressure was applied. Subsequently, the device was pulled out from the patient's body and a balloon rupture was confirmed. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified second right posterolateral artery. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, inflation could not be performed even when pressure was applied. Subsequently, the device was pulled out from the patient's body and a balloon rupture was confirmed. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a deflated state. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. A microscopic examination of the balloon material identified no tears or holes in the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No kinks or damages were observed along the hypotube. A visual and tactile examination was completed on the distal shaft extrusion. An examination identified that the inner/wire lnen was completed bunched approximately 2cm proximal from the balloon cone. The device was attached to an encore inflation device and during an attempt to inflate the balloon of the device, liquid was observed leaking out through the tip. This type of leak is consistent with a pinhole in the inner/wire lumen shaft. The balloon of the device could not inflate due to the leak.